Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 7.1mmol/l. Customer reported the device had hairline cracks on the display. No further information reported.

Manufacturer narrative:
The esc button on the insulin pump was unresponsive due to flattened dome switch. No button error alarm noted during testing. The insulin pump minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.